Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was interrogated, found to be out of storage mode and had reached elective replacement indicator (eri) on oct 10, 2003. The device was returned to guidant for analysis.